Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead triggered a lead safety switch (lss) following a gradual rise to high out-of-range pace impedance measurements greater than 2,000 ohms. The lv pacing vector was switched from ring2>ring3 to tip1>can. Review of the march 6 presenting electrogram (egm) showed right ventricular (rv) and lv pace and evoked response together with both having positive deflections for the t-wave. However the march 14 presenting egm showed a negative t-wave deflection for the lv. Additionally, lv threshold measurement was 1.5v @ 0.4 ms and lv output was 2.5v @ 0.4 ms. Technical services (ts) recommended bringing the patient into the clinic for further evaluation. This lv lead remains in service. No adverse patient effects were reported.